Event description:
According to the reporter, on (B)(6) 2017, during a total laparoscopic hysterectomy procedure, the first device had difficulties in loading/unloading, another device was opened and the second one disengaged/dropped the needle while suturing into the patient¿s cavity, it was unable to be retrieved. A new device was opened in order to complete the case. No harm was caused to the patient. The devices are expected to be returned for evaluation.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual functional indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.